Event description:
A customer contacted beckman coulter inc., (bec) and reported that access 2 immunoassay system generated troponin (accutni) results within the risk stratification range on two patients which exceeded the assay's total imprecision claim of 20%. The results were not reported out of the lab. The customer did not report effect to the end user or patients attributed or connected to this event.

Manufacturer narrative:
The customer collects both plasma and serum sample types. The laboratory switched to a statspin approximately 6 months ago. No system or qc data was supplied by the customer. The customer currently processes accutni patient samples in duplicate due to the customer seeing an increased amount of imprecision. The customer has been very diligent in training staff on appropriate sample handling. A customer technical support (cts) discussed this event with an assay technical support (ats) and service was not dispatched because service had just recently been on-site for a previous event. A root cause for this event was not determined.